Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call failed battery test, weak battery, damage on the insulin pump and high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated via bolus delivery and IV at the hospital. Customer was hospitalized for something that was not diabetes related. Customer's healthcare provider made changed to the basal rates and carbohydrates ratio on the insulin pump. Customer is taking medication and fighting their illness which possibly resulted in high blood glucose. Customer was advised to follow up with their healthcare provider and monitor their blood glucose levels. Customer advised the failed battery test and weak battery alarm resolved on their own.